Event description:
The customer obtained a non-reproducible higher than expected vitros tsh result from a single patient sample when processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is unknown if the higher than expected tsh patient result was reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros tsh result was obtained from a single patient sample processed on the vitros 5600 integrated system. The investigation found no evidence to suggest the result in question was caused by an analyzer or reagent malfunction. The sample in question was not processed in accordance with the tube manufacturer's recommendations. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.